Event description:
Essure is the devil it has ruined my life. I've had to have surgery to correct the issues that came along with this (B)(6). I was normal before this. I have weight gain bloating almost constant pain in my lower stomach and pelvic area. I bleed like a scolded dog constantly. Take this off the market it's not safe.